Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) gave mc (modular chemistries) probe obstruction errors. Customer reported that they changed the probe and the collar wash, but the dxc 800 system continued to give the same errors. Customer reported they stopped running the dxc 800 system as soon as the instrument started giving the above error and repeated all the previously run specimens on their other dxc instrument to verify the accuracy and the precision of the results. Customer reported they had to amend 4 reports for low creatinine. Customer reported that patient treatment was not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) confirmed that the customer had replaced the mc probe due to obstruction errors. The fse checked alignments and ran controls and verified the system meet performance specification.